Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device was in use for infusion of medication. During removal from use, the needle protection failed and injured the clinician. No permanent adverse effects to patient or clinican have been reported.

Manufacturer narrative:
One unused device was returned for evaluation. Visual inspection of the device found that the device was received with the needle bent. Functional testing was attempted to activate the safety mechanism but when the needle was straightened, it broke off and the test was unable to be performed. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and identified no discrepancies. Based on the evidence, no fault was found with the device and the root cause was unable to be determined. MFR# clarification: new registration number 3012307300 ((B)(4)) has been received, however, this initial MDR was filed under the prior registration number 2183502 ((B)(4)).